Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a left-side deflation. The device been explanted.

Event description:
Healthcare provider called to report a left-side deflation. The device been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: one curved opening, yellow particles in device inner surface and flat creases. Leak test and microscopic analysis was performed which identified one sharp opening and partial delamination of valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Partial delamination of valve assessed as adhesive failure.